Event description:
The customer reported high blood glucose. Customer stated that she's been running very high blood glucose even though she did a complete set change. Customer's blood glucose was 520 mg/dl and current blood glucose was 414 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was done. The customer was assisted to perform high pressure test and test passed. The customer was advised to contact health care provider for the cause of high blood glucose due to insulin pump is working as designed. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer mentioned the insulin dripped out. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).